Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was got stuck with windows update. A field service engineer reimaged hard drive and configured all settings to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had an error message that could not be bypassed. The device was rebooted several times, but the message remained with no action possible. The customer stated that there was a delay in patient care. There ewre no adverse events or injuries reported due to this event.